Event description:
It was reported during an unk procedure the jaw broke. The case was completed with the same like product. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/7/2007. Information anticipated, but unavailable at this time.